Manufacturer narrative:
This initial report is inadvertently being reported after the follow up report was already sent. The reported malfunction was observed, and attributed to a faulty mode relay on the hv module.

Event description:
Complainant alleged that while attempting to defibrillate a male patient, the device failed to allow discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.